Event description:
Reportedly after stent was deployed, the delivery catheter caught on a stent strut and repositioned the stent by approximately 5-10mm. Another stent had to be deployed as this stent missed the lesion. No pt injury reported.